Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that as a housekeeper grabbed a mop head after cleaning a floor, she obtained a needle stick injury from a used 22 g x 1 1/2 in. Bd eclipse¿ hypodermic needle. The safety mechanism on the needle had not been activated. The housekeeper was evaluated by employee health and received routine post exposure lab work. The source patient is unknown. The results of the lab work and whether or not the housekeeper received any prophylaxis or any other medical interventions are unknown.